Manufacturer narrative:
Results: a sample was returned for evaluation. No leakage was identified in testing of four customer returned samples. Also, based on customer photo, the leakage appears to be near the np end of the tubing. There is no evidence of device separation. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set had blood leaking from the end of the barrel after the draw was finished and the button on the device had been pressed. The needle was seen to have come through the end of the barrel and was flush with the tubing exposed outside of the device. There was no injury or medical intervention reported.